Event description:
The customer alleged that there had been an inadvertent clamping of the pt chest tube with the blue clamp contained on the drain. The pt outcome was a pneumothorax. The customer believes it occurred during transport and that it was an unintentional clamping by an employee.